Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a lumbar spinal canal stenosis. When the doctor performed the surgery to fix at l3 through l5 with mini open method and inserted the screw in question from the outside, the top of the polyaxial head was separated from the pedicle screw. From the doctor's point of view, the doctor felt like the insertion angle of the screw in question was a little bit wrong and the force of insertion was too strong. Because the screw was continued to insert even as the top parts of screw head contacted the muscles and others, only the pedicle screw was moved more in the bone and the top parts was left and separated from the shafts. This report is on (1) pedicle screw. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional codes: mnh, mni,kwq,kwp. (B)(4). DHR review found (B)(4) for data entry error in lims ¿ part no. 21039, lot #6546787. There was no nonconformance; ncr was written for investigation that was inadvertently initiated in lims because of an operator data entry error. Ncrs nonconformance is not relevant to complaint condition. No other discrepancies were noted that would be associated with this complaint. Placeholder.